Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarms with blood tubing. Detailed inquiry description: from product complaint form - patient to receive 3 units of prbcs over 2hrs each. Infusions interrupted multiple times with alarm air in tubing. Each time nurse removed tubing from pumps and no air found in the tubing. No injury reported.

Manufacturer narrative:
Corrected information: d4 primary unique device identifier (UDI) number. Additional information h4 device manufacturer date. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is a valuable tool in investigating the cause of this incident. Because a lot number was not provided, it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.